Manufacturer narrative:
The results of this investigation concluded a tear in the base of leaflet 3, fibrous pannus ingrowth on the inflow surface of leaflets 1 and 3, and inflow surface of leaflets 2 and 3. No acute inflammation or significant calcification was observed. No evidence was found to suggest the cause of the tear and pannus was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, an aortic valve replacement (avr) was performed for the surgical treatment of aortic regurgitation (ar) in a patient with no history of dialysis and a 23 mm trifecta valve was implanted. On an unknown date in 2015, the patient had an ascending aortic dissection and a 28 mm synthetic graft (j-graft/ (B)(4) lifeline) was implanted with no issues. No anomalies of the trifecta valve were noted at this time. On (B)(6) 2016, the patient presented to the emergency room with symptoms of ar and cardiac insufficiency. An echocardiogram was performed and a leaflet tear was suspected. On (B)(6) 2016, re-do avr was performed and the valve was explanted. Upon explant, a tear was observed at the commissure of the left coronary cusp on the non-coronary cusp. At the same time, a residual isolated cavity was noted on the ascending aorta proximal to the right coronary cusp of the aortic valve, therefore, a concomitant vascular patch repair was performed. A 23 mm carpentier-edwards perimount magna ease aortic heart valve was implanted.